Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. The customer did not recall what the cgm and bg meter reading was at the time of the report. Customer reverted to using the bg meter to monitor bg values. Reportedly, the customer went to the emergency room (ER) due to a bg of 488 mg/dl. The customer alleged the reported cgminaccuracy was the cause for the ER visit. Customer was treated with intravenous drops of insulin. Customer was released from the ER approximately 2 hours later. Customer was in a wheelchair and had a bg level of 188 mg/dl upon being released from the ER. A root cause for the reported inaccuracy could not be determined.